Event description:
It was reported that the device had displayed a system error 800.8000 with software fault errors 255-14-47 and 254-0-1153. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported 'sofd - software' event was confirmed, and according to the software engineer, it is attributed to a defective logic board. An external and internal inspection was carried out, and it was observed that the logic board was defective. All other components were in good condition and showed no issues. All inspected parts were manufactured by bd. The pcu s/n (B)(6), with a logic board in good condition from the dchu facilities, passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the suspect device, and no problems or anomalies were found related to the reported event. After the tests, the original logic board was reinstalled in the suspected pcu. A review of the logs could not be performed because the system error prevented access to any mode of the pcu to download them. A software engineer was consulted and mentioned that these issues are caused by a defective logic board. Therefore, when the logic board is replaced, the pcu receives a new serial number and does not contain the records from the defective logic board. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the faulty logic board. Device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed a system error 800.8000 with software fault errors 255-14-47 and 254-0-1153. There was no patient involvement.